Manufacturer narrative:
(B)(4). The customer reported that the unit has an internal power board failure. There was no reported patient involvement. This complaint is being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit has an internal power board failure. There was no reported patient involvement.